Event description:
It was reported that the tip of the probe broke during surgery. The surgeon was able to retrieve the tip from the bone. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): the probe was returned for evaluation. Microscopic examination verified curvature due to bending took place most likely during the operation. A relatively tortuous surface was observed indicating a certain level of ductility. Surface striations or other surface features indicative of fatigue failure was not visible at 40x. The tip seems to have broken due to remote bend loading during operation. A review of the device history records did not identify any applicable nonconformance to specification.